Event description:
During procedure, discharge of current arced at junction where electrode and pencil meet, burning the glove of the surgeon. Esu setting was set at 60 watts coag. Pencil used was 60-0449.